Event description:
Based on the info provided, pt states that when experienced two seizures on (B)(6) 2013. Prescribing dr is unsure of what caused them. The pt has being treating with device since (B)(6) 2013.